Event description:
It was reported that the patient presented for a follow-up after experiencing periods of asystole. An ECG also revealed periods of asystole and either pacing or an intrinsic rate at 70 ppm. It was reported by the patient's wife that the patient had a "red place" around his device and that the patient had fallen in the past. It was not known how recent the fall was or whether the fall happened due to the asystole. The device was in a back-up state.